Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hi-torque balance middleweight (bmw) guide wire became jailed after a percutaneous coronary intervention (pci). During an attempt to remove the bmw guide wire the distal end separated and became loose in the left anterior descending artery. The patient was sent to surgery as he became more unstable and a balloon pump was used. It is unknown whether the separated part of the bmw guide wire was removed or whether it remains in the patient anatomy. A clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned portion of the guide wire and the reported separation was confirmed. The reported entrapment of the guide wire with the stent was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. Media videos provided were unable to be viewed although the static images provided do show what appeared to be two (2) intact guidewires. It is assumed that within these images the reported bmw guidewire is present and is shown prior to the reported failure. Regardless of the images provided for review, per the instructions-for-use the following warnings are provided: do: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut . Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. As reported, the guide wire had become ¿jailed¿ after a pci procedure. The selection of performing a ¿jailing¿ of a guide wire or entrapping it between the deployed stent and the vessel wall, is a known procedural method that is warned against in the IFU (above citation). While the IFU does not suggest what ramification can occur when utilizing this method one can reasonably conclude that guide wire damage could occur if excessive force is needed to remove the ¿jailed¿ guide wire. In conclusion, the reported device failure can be directly associated with its usage contrary to the IFU warning (cited) and should not be considered to be associate with any manufacturing defects. In this case, based on the reported information and cine review, the investigation determined the reported entrapment of the device, material separation, subsequent treatment appear to be related to user error. It is likely that the guide wire was not pulled back prior to stent deployment trapping/jailing the guide wire between the vessel and stent. Manipulation and/or inadvertent mishandling against resistance during retraction resulted in the reported separation and subsequent noted coil damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the hi-torque balance middleweight (bmw) guide wire became jailed after a percutaneous coronary intervention (pci). During an attempt to remove the bmw guide wire the distal end separated and became loose in the left anterior descending artery. The patient was sent to surgery as he became more unstable, and a balloon pump was used. It is unknown whether the separated part of the bmw guide wire was removed or whether it remains in the patient anatomy. A clinically significant delay was noted. It should be noted that instructions for use guide wire hi-torque guide wires ce, FDA states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, the reported IFU violation of not withdrawing the second wire prior to stent deployment does appear to have caused or contributed to the reported entrapment resulting in the separation. A2: updated.